Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an increase in left ventricular (lv) lead thresholds. The left ventricular (lv) lead remains in use. It was also reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited invalid trending data. The device is still in use. Follow up yielded no information. No patient complications have been reported as a result of this event.